Event description:
It was reported that high lead impedance (dcdc-7) was observed during routine follow-up on 11/11/2015. The patient's device was left programmed on per the physician's orders. The patient is not reporting any discomfort. The patient was referred for lead replacement and prophylactic generator replacement. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Clinic notes were received from the patient's appointment at which time high impedance was observed. The clinic visit was (B)(6) 2015. No additional relevant information has been received to date.